Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were unable to be reproduced during evaluation; however, system error 345 alarms were verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported system error 341 alarms which were unable to be reproduced during evaluation. System error 341 alarms were verified through a review of the event history log however, no cause was identified and the internal inspection found no discrepancies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity) and system error 341 (positional interrupt error) alarms during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.